Manufacturer narrative:
Received 3pcs 450130/g221037u for evaluation. Received customer picture. We have no further inventory of the material/batch. We forwarded the complaint, picture, and customer samples to our affiliated headquarters in austria from which we received this product. According to their investigation and comments, a review of production documentation revealed no deviations which could be associated with the reported error. Customer samples were checked functionally; no deviations were detected. The cause of the alleged malfunction cannot be traced. Corrected data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.

Manufacturer narrative:
Complaint#: (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received and the evaluation is still ongoing. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
The customer advised the needle did not fully retract which caused a needlestick injury.